Manufacturer narrative:
Evaluation of the returned velocity was unable to confirm the reported kink. Evaluation revealed that the strain relief was stretched on the proximal end of the device. This damage was likely incidental to the reported complaint. If the strain relief is constrained within the rotating hemostasis valve (rhv) and is subsequently retracted, the strain relief may become stretched. No other damage was observed. During functional testing, the velocity was advanced through a demonstration benchmark without an issue. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing the velocity to the target vessel using the catheter, the physician experienced resistance, and subsequently, the velocity kinked; therefore, the velocity was removed. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.